Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the right foot and lower leg were noted to be mottled and cool, and oozing was observed at the femoral impella access site. Dressing removal showed the sterile sleeve and dressing were tented over the sheath, affecting the insertion angle. After the dressing was removed and angle matching corrected, the oozing resolved and no hematoma was present. Due to ongoing cardiogenic shock and high inotrope and vasopressor requirements, the patient was escalated to impella 5.5 and the cp was removed. The impella 5.5 was placed via axillary approach, the cp was explanted via cut-down with surgical closure, and doppler pulses were confirmed post-procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in d3 to accurately reflect the manufacturer fax. Corrected information has been provided in UDI (d4) was inadvertently omitted in error; the complete UDI has now been provided.